Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was evaluated and no anomalies were found.

Event description:
It was reported the device experienced high impedance and high thresholds and that there had been difficulty inserting the leads into the connector during implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.